Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise and oversensing on both the right atrial (ra) and right ventricular (rv) leads. It was also reported that there was variability of impedance measurements on the rv lead. Both leads are still in use. No patient complications have been reported as a result of this event.